Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 595 mg/dl. The customer was treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer mentioned a bent cannula. The insulin pump was not returned for analysis.